Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 14-jan-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, good faith attempts were made to get the additional information. No responses received from the customer regarding the issue or resolution. Additional information will be added to the record if and when the information is received.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, ephedrine was dispensing more than one vial at a time from mini pockets.the customer stated that this malfunction occurred while dispensing the medication.there were no adverse events or injuries reported based on this event.